Manufacturer narrative:
No sample was returned for evaluation, therefore, the complaint is deemed as unconfirmed. No further investigation is required. Event data will be trended per quality data analysis procedure.

Event description:
A peritoneal dialysis patient reported that the cycler is leaking - cycler visibly wet inside the cassette housing. The cassette membrane is intact, no visible damage to tubing or bags. There is no report of patient ill effect. No sample is available for evaluation.